Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse tested the unit and the iabp failed the patient interface module tests during the all manifold tests. To fix the issue, the fse replaced the pneumatic module assembly and performed all the manifold tests. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
It was reported that during a performance check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) had failed the patient interface module (pim) leak test. No patient was involved and no adverse event was reported.